Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to taking a new medication, the customer experienced low blood glucose levels (lowest of 42 mg/dl). Carbohydrates were consumed to treat bg. The customer requested assistance from tandem technical support with adjusting the basal rate settings to address the ongoing low bg levels. Tandem technical support assisted the customer with adjusting the desired setting.